Event description:
This report is being filed after the subsequent review of the following article: rousseau et al, (2008) in vivo kinematics of two types of ball-and-socket cervical disc replacements in the sagittal plane. Spine, volume 33, pages e6-e9. France article. The objective of this study was to analyze the in vivo kinematics of 2 types of ball-and-socket cervical disc arthroplasties. A computer-assisted analysis was used to investigate the intervertebral sagittal range of motion (rom) and the mean of center of rotation (mcr) in patients implanted with prodisc-c (synthes, (B)(4)) prosthesis and a non-synthes prosthesis, in reference to the measurements of 200 heathy cervical discs in vivo. In addition, the position of the cor between full flexion/extension (cor-fe) was calculate above 3 degrees in rom. The control group consisted of 50 healthy subjects aged 21 to 54 years. There were 51 consecutive cervical total discs replacements in 30 patients suffering from cervical spondylosis. The anterior discectomy was followed by implantation of a non-synthes prosthesis was implanted in 26 cases and prodisc-c prosthesis in 25 cases. Patients were 30 to 65 years old at time of surgery (average 46.4 years). One patient was lost to follow-up. For one unidentified patient who had an early revision for an anterior expulsion of the prosthesis during an episode of postoperative confusion. The article did not state whether the patient was implanted with prodisc-c or the non-synthes prothesis. The rom was reduced after implantation of both types of arthroplasty when compared with the control group. Range of motion was reduced after implantation of both types of arthroplasty when compared with the control group. This report is 1 of 1 for (B)(4). This report is for an unknown number of prodisc-c devices, unknown quantity and lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Rousseau et al, (2008) in vivo kinematics of two types of ball-and-socket cervical disc replacements in the sagittal plane. Spine, volume 33, pages e6-e9. This report is for an unknown allograft/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.